Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during installation of a chronic catheter placement procedure, the device rigid portion was allegedly found longer than the original. It was further reported that the cuff is in a different location than indicated on the labeling. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of two catheter along with two handwritten presentations. 4.2 catheter sleeve near the cuff looks smaller than the 2.7. Labeling review was performed for reported lot and its correct as per the drawing. Therefore, the investigation is inconclusive for the reported defective components as provide photo is not sufficient to confirm the issue without physical sample and labeling confirmed the product is correct as per drawings. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using broviac cv catheter, single-lumen, 2.7f. During the installation procedure, the device rigid portion was allegedly found longer than the original. It was further reported that the cuff is in a different location than indicated on the labeling. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #, unique identifier (UDI) #), e1, g3, h6 (device, component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using broviac cv catheter, single-lumen, 2.7f. During the installation procedure, the device rigid portion was allegedly found longer than the original. It was further reported that the cuff is in a different location than indicated on the labeling. There was no reported patient injury.